Manufacturer narrative:
(B)(4). The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report number. The device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the returned device indicated both cuffs successfully captured their respective needles. However, anterior cuff-to-needle tip detachment occurred which would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the right common femoral artery was attempted using two perclose proglide devices. Reportedly, a needle-to-cuff miss occurred as all of the suture was not attached to the needles. The device was removed over a guide wire and a second proglide device was attempted but another needle-to-cuff miss occurred. A non-abbott vessel closure device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. Subsequent evaluation of the returned, second proglide device indicated one of the three anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. The patient remains asymptomatic and will be monitored for any effects. No additional information was provided.